Event description:
Customer reported extreme high and low blood glucose. She stated that the most recent blood glucose reading was 547 mg/dl and that she changed the site and received a no delivery alarm. She treated with manual injection. Customer was advised on rotating sites and what regions of the body can be used. She stated that she had received multiple no delivery alarms in the past. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.